Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks for what appears to be a non-sustained ventricular tachycardia (nsvt) that occurred in the ventricular fibrillation (vf) zone. Technical services (ts) noted that the device performed as expected. No additional adverse patient effects were reported. This device remains in service.